Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "little bit of capsulorraphy", "it's not capsular contracture" and "it's a little bit relaxed". Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "little bit of capsulorraphy", "it's not capsular contracture" and "it's a little bit relaxed". Later healthcare professional reported "capsular contracture baker grade unknown". This record is for the right side. The device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 4-may-2026.